Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc device compared to the built-in meter. The customer (child) followed their insulin protocol but upon performing a capillary result obtained an unspecified low glucose reading and was treated with sugar by parent. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc device compared to the built-in meter. The customer (child) followed their insulin protocol but upon performing a capillary result obtained an unspecified low glucose reading and was treated with sugar by parent. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a high reading issue with the adc device compared to the built-in meter. The customer (child) followed their insulin protocol but upon performing a capillary result obtained an unspecified low glucose reading and was treated with sugar by parent. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor a32 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.